Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Twelve days after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was reported as a common mold that got inside of the patient's pd catheter; however, as the catheter is a closed, sterile system and no disconnection, holes, nor leaks were reported, the cause is unknown. The patient was treated with unknown antibiotics (both intravenously and orally, dose, frequency, and duration not reported) for peritonitis. Dianeal therapy was discontinued, and the patient switched to hemodialysis therapy. The patient was discharged from the hospital seventeen days after admission. At the time of this report, the patient was recovering from the event. No additional information is available.